Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). (B)(4).

Event description:
Caller reported blood glucose results of 29.4 mmol/l on aviva insight system, 10.9 mmol/l on aviva combo system within 10 minutes. No adverse event alleged. Test strips and meter requested for investigation.